Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur, and was advised to continue using the pump and to call back if any issues reappeared.